Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that his wife called the paramedics due to low blood glucose levels. The customer stated that his wife found him laying in a pool of perspiration, and was unable to wake him up. The customer's blood glucose reading was 38 mg/dl when she checked it, but it had dropped to 20 mg/dl by the time the paramedics arrived. The customer stated the he is a brittle diabetic, and experiences low blood glucose levels often. The customer stated that his diabetic educator made basal rate changes after the event, and he has not had any problems since. Nothing further was reported.